Event description:
One resolute integrity stent was implanted in the cx during the index procedure. On the same day the stent was implanted, the patient suffered stroke/cva post index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.